Event description:
Trinity / metafix revision of the cup, screw, ecima liner, biolox delta ceramic head and stem after approximately 2 years and 10 months due to infection. During the revision it was observed that the ha coating came off the stem. Please note: this report is being submitted late due to the corin representative not notifying vigilance that there had been a revision until 30+ days after they were made aware.

Manufacturer narrative:
The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Details of these reviews will be provided in a supplemental report upon completion of the investigation. It has been reported that the explanted stem cannot be returned for examination. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) final report. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. All parts associated with these records were manufactured, packed and sterilised in accordance with the applicable specifications at the time of manufacture. The reported stem was not returned for examination and thus the delamination of the ha coating could not be confirmed or investigated. This is the only report corin has received whereby the ha coating has come off the stem. Infection is a known complication with any invasive surgery. Based on the available information, no further investigation can be conducted and the root cause of the reported event could not be determined, therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / metafix revision of the cup, screw, ecima liner, biolox delta ceramic head and stem after approximately 2 years and 10 months due to infection. During the revision it was observed that the ha coating came off the stem.